Event description:
Additional information: the cause of the event was stated as exposed hardware. An x-ray taken on (B)(6) 2012 (port ab ap). Noted: pneum operitoneum was noted, multiple loops colon, baclofen pump in place and aseptic erosion left hip. The catheter was also explanted along with the pump.

Event description:
The patient experienced erosion over the pump; about a quarter coin size of the pump metal was visible. The pump was functioning normally and patient did not complain. Healthcare provider (hcp) referred patient to the neurosurgeon. The patient was admitted to the hospital and weaned off drug while being admitted. The pump was explanted a "few weeks ago" from the date of this report. It was unknown whether the drug in the pump was lioresal or gablofen. A supplemental report will be sent if additional information is received.

Event description:
Additional information: it was later indicated that the erosion was on the patient's belly. The patient had experienced withdrawal symptoms when the patient's pump was titrated down. It was reported that the pump was explanted sometime in (B)(6) 2012. At the time of this report it was indicated that the patient was taking oral medications. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: catheter model: 8703w, lot #: l35839, implanted: (B)(6) 1995, explanted: unk. (B)(4).